Event description:
An infusion pump with an 807:05 failure code that was found during biomed testing. The biomed stated that there was no report of pt injury or medical intervention resulting from this failure, no tubing was being used, no medicine was being infused, and no add'l contact was identified.